Event description:
It was reported that the customer received a button error alarm. The buttons were not responding. This was the second time she had this issue. The customer's blood glucose levels were around 180 mg/dl and 190 mg/dl. She was advised to disconnect from the insulin pump and revert to a back up plan. The product will return. Nothing further to report.

Manufacturer narrative:
No button error alarm was noted on the pump. However, the act and esc buttons did not respond due to corroded keypad traces. The pump also had minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).